Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the camera ethernet cable had been pinched between camera mounting bracket and the camera causing visible damage to the cable. Replacing the cable resolved the issue. The system then passed the system checkout and was found to be fully functional. The ethernet cable was returned to the manufacturer for analysis. Analysis found that the cable has been scrapped at one point opening the cable jacket exposing a small amount of shield wire but no bare conductors. Cable passed continuity tests with no opens or shorts. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that the camera ethernet cable was pinched and damaged to the point that the camera will not turn on during a dbs case. The damage was discovered on the call. The site continued the case with another camera cart. The issue occurred intra/peri-operatively with less than one hour delay to surgical time. There was no reported impact to patient outcome.